Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing due to suspected insulation damage. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead will not return for analysis because the lead was disposed.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing due to suspected insulation damage. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead will not return for analysis because the lead was disposed.